Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. Recalibration was recommended to resolve the issue.

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient involvement.